Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was in bed all day on (B)(6) 2018 due to feeling sick. He woke up the following day feeling very sickly, he began feeling nauseous and throwing up. When checked, his ketones were high. The patient attempted taking a correction bolus as well as drinking water and ginger ale. He went to the hospital (intensive care unit) four hours later and was diagnosed with diabetic ketoacidosis. When the pod was removed, the area where the pod was had a huge lump, pimple like welt, and felt like all the insulin was stored in the lump (not getting into his system). The area was also painful. Treatment included an IV, an insulin drip, and medication for his nausea (possibly zofran). He was also given a sonogram on the welt and prescribed a triple antibacterial ointment (also can be purchased over-the-counter). A new pod was applied 3 hours prior to discharge from the hospital.